Event description:
It was reported to medtronic minimed that the customer experienced an unexpected suspension due to low sensor glucose and a difference between sensor glucose and blood glucose. The blood glucose level was linked to the triggered suspension event, and the customer reported a reading of 22.3 mmol/l. The customer reported hyperglycemia that did not require treatment. The customer stated that the source of the higher blood glucose was unknown. The event involved product(s) unk_ngp. Troubleshooting was performed, and the customer reported a difference between sensor glucose and blood glucose levels that were out of range. Insulin delivery stopped due to a sensor glucose versus blood glucose discrepancy. The sensor glucose value that triggered the suspend on low or suspended before the low event was 3.2 mmol/l, with a lower limit of 4.0 mmol/l. It was advised to the customer that the sensor may no longer respond to glucose increases because it had only been worn for four days. The customer reported no adverse event. No harm requiring medical intervention was reported. No product return is required for unk_ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.